Event description:
The advocate tested her son's blood glucose with the contour next link meter. The meter automatically marked 3 tests as control tests, which will be displayed as control results when accessing the meter's memory. No adverse event was alleged. Advocate was advised to return the test strips for evaluation. New strips were sent to the customer.